Event description:
On (B)(6) 2025 the user reported that on (B)(6) 2025 they experienced hyperglycemia with a blood glucose of 277 mg/dl. They received an alert from the dexcom app but did not get alerted by the pump. The user was able to treat the high blood glucose by remaining on ilet therapy without assistance from a caregiver. No emergency medical services or hospitalization was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.